Event description:
Details informed by abbott vascular (B)(4) report that a medtronic stent was implanted prior to the implant of one of their devices. It is reported that the patient expired 17 months after their stent had been implanted. No details of the death are available. The physician has indicated that there is no causal relation endeavor sprint stent.

Manufacturer narrative:
Results: inherent risk of procedure (death). Conclusions: inherent risk of procedure - (death). (B)(4).